Manufacturer narrative:
Additional information: d10, h3, h6. A surgical reoperation to explant the valve was reported due to severe valvular regurgitation and a leaflet tear. The investigation found that leaflets 1 and 2 were torn in association with stent post 2, and that leaflet 3 had a partial thickness tear in association with stent post 3. In addition, leaflet 1 had multiple folds which may have also contributed to incomplete leaflet coaptation resulting in valvular regurgitation. There was focal fibrous pannus ingrowth on the outflow surface of leaflet 2. Microcalcifications were present in leaflet 2, which were associated with a tear in association with stent post 3. There was a thin layer of pannus on the inflow surface of leaflet 3. No acute inflammation was present. X-ray examination found stent posts 2 and 3 were bent outward and stent post 2 was also twisted. The device history record was reviewed and confirmed that each manufacturing and inspection operation was performed and that the product met all specifications. This was inclusive of a review of the manufacturing videos during functional testing, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any significant calcification or evidence for infection, the reported event and associated clinical symptoms and valvular regurgitation is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known potential adverse event from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress, but may also be related to biological factors which result in tissue degeneration characterized by loss and disruption of collagen. Histological evaluation revealed degenerative changes to the collagen at two of the tear sites, which could have contributed to the tear. In addition, the implanted trifecta valve size (23 mm) being larger than the replacement valve (21 mm magna ease) and the pannus formation noted is possible evidence of oversizing. This would have the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Two outwardly bent stent posts were also found. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. Based on the totality of these findings demonstrating possible evidence for valve oversizing and stent post deformation in combination with biological degeneration of the collagen fibers at the tear sites, the valve may have been subjected to increased operational leaflet stress and biological factors that potentially contributed to the occurrence of the observed leaflet tears. However, it is unknown whether the observed stent deformation occurred before or after valve explant and it cannot be determined with certainty if the valve was oversized making it difficult to determine conclusively the exact cause of the torn leaflets. Nonetheless, the observed biological degeneration of the collagen at the tear site likely contributed to the observed torn leaflets.

Event description:
Additional information: on (B)(6) 2015 a 23mm trifecta valve was implanted. On (B)(6) 2020, presented to a follow-up appointment with shortness of breath. On (B)(6) 2020, the patient was admitted to the hospital due to a leaking valve. On (B)(6) 2020, the valve was explanted and replaced with an edwards valve. Upon explant a tear was noted. The patient is recovering and is in stable condition however, is experiencing some soreness.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 23 mm trifecta valve was implanted. On (B)(6) 2020, presented to a follow-up appointment with shortness of breath. On (B)(6) 2020, the patient was admitted to the hospital due to a leaking valve. On (B)(6) 2020, the valve was explanted and replaced with an edwards valve. The patient is recovering and is in stable condition however, is experiencing some soreness.